Manufacturer narrative:
The customer indicated that qc results for all assays were erratic during the time of the event. Most qc results were out of specification by 3 standard deviation (sd). Service was requested to evaluate the instrument. A bec field service engineer (fse) was dispatched for this event. The fse observed that the peripump tubing was not functioning properly. The fse replaced the tubing, which resolved the issue. The cause of this event was due to a faulty peripump tubing which was replaced by service. The tubing was returned to beckman coulter for additional investigation. Based on the results of the investigation, beckman coulter considers no further investigation is required. The following mdrs (total count: 10) listed below includes the complete list of reports submitted for this event that occurred at this customer site: 2122870-2012-01266, 2122870-2012-01267, 2122870-2012-01268, 2122870-2012-01269, 2122870-2012-01270, 2122870-2012-01271, 2122870-2012-01288, 2122870-2012-01289, 2122870-2012-01290, 2122870-2012-01291.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erratic qc and patient results on multiple assays generated by the unicel dxi 600 access immunoassay system over several days and on multiple shifts. This event occurred over five (5) consecutive days; (B)(6) 2012. This report documents the results obtained on (B)(6) 2012 on one of the shifts that occurred that day. The erroneous patient results were reported out of the laboratory; however the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.